Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation:cath lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal footplate did not deploy, resulting in the entire device to come out and had to hold manual pressure. The estimated blood loss was less than 250cc. The procedure prior to the use of the angio-seal used was a left heart catheterization (lhc). The patient's pre-op diagnosis was normal. Additional information was received on 09dec2025: a 6fr. Procedure sheath was used. Pre-deployment angiogram was performed. No difficulties with arterial access, sheath, guidewire, or catheter insertion. Patient condition is stable. No concomitant medical products used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).